Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the dso sensor was found to be non-reactive. The dso sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump is alarming "cassette not attached properly". No reported adverse events.

Manufacturer narrative:
Information was received indicating that the pump did not fault while in use with a patient. There was no patient involvement in this event.